Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. X-rays were reviewed. The investigation can draw no conclusion with the information provided. The reported depuy device was used off-label. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Complaint to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: competitor femoral head. Event: this was used in conjunction with depuy product in this patient.

Event description:
Clinical report states that the patient was revised to address a dislocation. Update rec'd 09/12/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient has had 6 dislocations since 2007 and after dislocating this last time has had an increase in groin and lateral hip pain. Upon revision there was minimal trunnionosis identified. Also noted at revision was marked synovitis with metallic appearing fluid, probably from previous ceramic head fracture. At this time there is no additional information to report.